Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an open wound underneath her breasts. The wound was raw and weeping but not bleeding. The patient contacted her physician, but her physician did not provide any medical intervention. The patient decided to end use of the lifevest. The outcome of the patient's wound is unknown.